Event description:
Additional information was supplied by the customer. The name of the procedure performed was a diagnostic colonoscopy. Customer switched the maj-902/water container component to see if that would solve the ¿no air¿ problem. This did not work. Customer also tried to use the scope in a different procedure room, and that did not solve the problem. Ruling out the maj-902 and the processor/light source. There was a procedure delay while the patient was under general anesthesia for approximately five (5) minutes while we performed troubleshooting and then decided to switch scopes. The intended procedure was completed with a similar device. The device failed during pre-procedure checks. The intended procedure had not yet begun. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. New information added to the following field: b5, d5, e1, e2, e3, g2, h3, h4 and h6. The device was returned to olympus for inspection, and the customer's complaint of clogged nozzle was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the nozzle; the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reported no deviation from the information for use (if) in reprocessing steps for the area where foreign material remained. There was no physical damage or deformation at where the foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited clogging of the nozzle and the air/water tube. There were no reports of patient involvement.